Event description:
Based on info reported to davol: on (B)(6) 2012: it was alleged that when the product got to the operating room, the package was noted to be damaged. There was no pt involvement, as the product was not used. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
It was alleged that during a surgical procedure when the product got to the operating room, the package was damaged. The device was returned and visual exam confirmed that the unit had a cracked blister tray. The blister packaging seals were found to be completely intact and not compromised. A review of the device history record for this production lot found no mfg discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.